Manufacturer narrative:
Although the doctor had identified two (2) demi lights associated with the red welts, she could not verify which serial number was used on the patient; therefore, no serial numbers were identified in this report. The serial numbers of the lights involved in the alleged incident included serial numbers (B)(4). The patient had experienced a red welt on the left side of her lip after a restoration was light cured for twenty (20) seconds. The doctor provided neosporin and mederma to the patient for treatment. The doctor reported that the patient was doing fine at this time; however, the patient did not use the provided mederma medication until approximately one (1) week after the injury had occurred. For this reason, the patient has some hyperpigmentation present at the site of the injury on the left side of her mouth. The device involved in the alleged incident has not been returned; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that three (3) patients had experienced a red welt on the side of their lip after the doctor had light cured restorations using the demi curing light. This is the first of three (3) reports.